Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 30ml ll , cracked syringe, causing leak. The following was provided by the initial reporter: cracked syringe can cause leaking when used to reconstitute medications including narcotic and chemotherapy.